Manufacturer narrative:
Upon visual inspection, product had signs of general usage and the screw was fractured at the threads confirming the complaint. The device history record review for the screw was performed and did not indicate any manufacturing deviations that could cause or contribute to this event. A definitive root cause has not been determined. (B)(4).

Manufacturer narrative:
Unique identifier (UDI) # - (B)(4).

Event description:
The dentist reported a screw fracture. The implant remains in patient's mouth.